Event description:
The customer reported experiencing high blood glucose and the cannula was bent. The blood glucose reading was 370mg/dl. The customer stated that he was treating with the insulin pump and when he entered his blood glucose of 370mg/dl the insulin pump gave 0.0 units. The customer declined to troubleshoot and requested a replacement. The customer stated that his blood glucose was running high because the bent cannula, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.